Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml exactamix eva tpn bags leaked near the administration port. This event occurred after the device had been filled with an unspecified solution and the clamp was closed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was performed and revealed that during manufacturing, a leak test had failed. The cause of the condition was determined to be poor placement of the spike port. The affected units were scrapped. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.